Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the device worked for a short time and then stopped working a long time ago. This was reported to have occurred in 1999. The patient would be seeing the health care provider (hcp) to discuss removal. No further complications were reported. It was noted that the patient had cancer and was undergoing chemotherapy. No further complications were reported.